Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported.

Event description:
It was reported that a stent was caught on the guidezilla and dislodged. A percutaneous coronary intervention was being performed. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, upon delivering the stent, it was noted that the stent got caught on the proximal end of the guidezilla and dislodged in the delivery balloon while within the guide catheter. The physician inflated the balloon distally and pulled out the entire system. The procedure was completed with another of same device. No patient complications were reported.